Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 67 mg/dl and a blood glucose level of 138 mg/dl. Blood glucose level at the time of the call was 124 mg/dl. Troubleshooting did not show any malfunction of the device. The customer was advised that the sensor would be replaced but will not return the product for analysis.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.